Event description:
This complaint is now reportable based on analysis completed on 04/30/2009. It was reported that during a carotid angioplasty, the 8.0x29mm carotid wallstent could not pass through the filter. The lesion was located in the primary and internal right carotid artery. The physician attempted to advance the carotid wallstent by running the guide through the filter, but it passed approximately 20 cm before getting blocked the wire couldn't do through anymore. The physician completed the procedure with another carotid wallstent. No patient injuries or complications occurred. Patient's status is satisfactory. Product analysis confirmed difficulty tracking over the wire and partial deployment.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 1mm. No other issues were noted with the device profile. During analysis, when a recommended size filterwire was inserted through the device, a restriction was met at the inner bath tub stamp. When another attempt was made with slight rotation of shaft the filterwire exited as required. Several further attempts were made with slight rotation of the shaft and intermittent restrictions were met at the inner bath tub stamp. A review of the manufacturing records found that the device met material, assembly, and product specifications. Taking into consideration, the evaluation and the details of the complaint, this investigation will be assigned the most probable root cause classification of undeterminable as a review and analysis of all available information fails to indicate a root cause or probable root cause.